Event description:
Burn of 2nd degree [burns second degree] had worn thermacare directly on the skin [intentional device misuse] case description: this is a spontaneous report from a contactable pharmacist who reported for a consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history included two bypasses. The patient's concomitant medications were not reported. The patient had used thermacare for the back directly on the skin and experienced burn of 2nd degree on an unspecified date with outcome of unknown. She stated it is not described on the package that elderly patients should wear the heatwrap over the clothes. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (25jan2016): new information received from the consumer included relevant medical history, product data (suspect product was updated to thermacare lower back & hip) and reaction data (new event of burn of 2nd degree and used thermacare for the back directly on skin added). This case is upgraded to a serious, reportable 10 day EU/30 day FDA medical device report. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn of 2nd degree and used thermacare for the back directly on skin as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn of 2nd degree and used thermacare for the back directly on skin as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] burn of 2nd degree [burns second degree] , had worn thermacare directly on the skin [device use error]. Case narrative:this is a spontaneous report from a contactable healthcare professional who reported for a consumer. A 75-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history included two bypasses. The patient's concomitant medications were not reported. The patient had used thermacare for the back directly on the skin and experienced burn of 2nd degree on an unspecified date with outcome of unknown. She stated it is not described on the package that elderly patients should wear the heatwrap over the clothes. The action taken in response to the event for thermacare heatwrap was unknown. According to product quality complaints: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25jan2016): new information received from the consumer included relevant medical history, product data (suspect product was updated to thermacare lower back & hip) and reaction data (new event of burn of 2nd degree and used thermacare for the back directly on skin added). This case is upgraded to a serious, reportable 10 day EU/30 day FDA medical device report. Follow-up (11mar2016): follow-up attempts completed. No further information expected. Case closed. Follow-up (18mar2020): new information included investigation results in the following reports: investigation results. The following information was amended: events (updated from intentional device misuse to device use error). Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events "burn of 2nd degree and used thermacare for the back directly on skin" as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.